Manufacturer narrative:
B3: event date unknown. D4: UDI number unavailable. G4: 510k number unavailable. One device was returned for evaluation. Visual inspection revealed no physical damage. Event history log was not extracted as the error code occurred when pump was turned on. Functional testing could not replicate the reported issue; however, error code 1230 occurred when pump was powered on. The root cause was determined to be a possible defective main board. The main board was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited error codes 1260 and 1261. It is unknown if there was patient involvement, no adverse patient effects were reported.